Event description:
Caller states the lancet does not retract into the softclix pro lancet device. No adverse event reported. Requested return of suspect device replacement was sent.

Manufacturer narrative:
Event occurred in another country.